Event description:
Patient treated at user facility by removal of ruptured breast implant(s) left bilateral.device identification-cannot complete. Release of information not given by patient to obtain the previous medical records of implantation. Surgeon's office apparently does not have informationdevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.